Manufacturer narrative:
Section g3: correction manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, two log files 96291324 and 98201531 were submitted for review. A review of the submitted log files contained overlapping events spanning approximately 161 days (13mar2020 ¿ 20aug2020). Throughout the log files, there were no external power alarms active due to a loss of ac power to the mpu. These alarms were active on 07may2020 at 06:53:41, 08may2020 at 10:20:52, 23may2020 at 05:41:14, 03jun2020 at 10:49:15, 09jul2020 at 20:01:33, 25jul2020 at 08:57:52, 28jul2020 at 18:45:12, 30jul2020 16:15:01 to 16:15:20, 07aug2020 at 05:05:33, and on 11aug2020 at 10:26:40. The no external power alarm activated each time due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The controller was powered by the backup battery during the loss of external power. The alarms clear each time when power is restored to the controller. Pump operation was not affected. There were no other notable alarms. Attempts were made to gather more information regarding the reported no external power alarms; however, to date, no response has been received. The root cause for the no external power alarm on the mpu was unable to be conclusively determined. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had multiple hospitalizations. There were no external power and low voltage alarms on (B)(6) 2020 and (B)(6) 2020 ¿ will address this with her family as she is dependent on her family. Also, noted low flow alarms on (B)(6) 2020 ¿ patient was in house in the ICU at that time. Log file analysis captured multiple no external power events on the dates that you noted below ((B)(6) and (B)(6)). These were caused by power to the mpu being briefly interrupted. It also captured low flow events on (B)(6).